Event description:
It was reported that the hl20 unit displayed the error message "safety-s". The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required in us. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 unit displayed the error message "safety-s". The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair on 2025-10-15. The getinge field service technician was onsite and replaced the safety system board as well as the control board which solved the problem. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Due to the age of the device and the parts motor control board and safety system board (over 13 years old) the most probable root cause was determined as aging of the electrical parts in question. The review of the non-conformities has been performed on 2025-10-27 for the period of 2012-05-21 to 2025-10-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-05-21. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: safety-s" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.